Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary (B)(4) - analysis could not confirm the customer allegation. Analysis did find that the battery release was contaminated, the battery contacts were compressed, and the battery drawer was broken. It was also noted that the upper and lower cases were broken, the ring and side bail covers were broken and the ring bail was missing.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the customer allegation. Analysis did find that the battery release was contaminated, the battery contacts were compressed, and the battery drawer was broken. It was also noted that the upper and lower cases were broken, the ring and side bail covers were broken and the ring bail was missing.

Event description:
It was reported the unit turned itself off while "dpd" pacing, then reset itself back to default settings. The battery indicator was not flashing. No patient involvement or complications were reported as a result of this event.